Event description:
Medtronic literature review found reported of symptomatic intracerebral hemorrhage in association with solitaire thrombectomy. The time frame of this study was from january 2017 to august 2021. The purpose of this article was to compare treatment outcomes between patients who received a front-line stent-retriever thrombectomy (srt) or first stenting without retrieval (fresh) for treating proximal m1 occlusion due to underlying intracranial atherosclerotic disease (icad). The authors reviewed 27 cases of patients treated for large vessel occlusion using the solitaire fr in wither the srt group (11 patients) or fresh group (16 patients). Of the 27 patients, the average age was 73 years, 11 were female and 16 were male. In the srt group, srt with a solitaire fr was performed as the first-line evt. In the fresh group, if intact solitaire fr stent patency and good antegrade blood flow were confirmed, intra-arterial infusion of tirofiban was performed. After intact stent patency and good antegrade blood flow again through angiography were confirmed, the stent was detached to achieve permanent implantation. The article does not state any technical issues during use of the solitaire. In addition, 18 patients had overall good outcomes of having a mrs score at 3 months of 0-2 (srt group 5 patients and fresh group 13 patients) and 9 patients had overall poor outcomes of having a mrs score at 3 months of 3-6 (srt group 6 patients and fresh group 3 patients). This study confirmed successful tici 2b-3 recanalization (100 %). The following intra- or post-procedural outcomes were noted: symptomatic intracranial hemorrhage in 3 patients in the srt group.

Manufacturer narrative:
G2: citation: authors: kim j, chang c-h.. Endovascular treatment for proximal middle cerebral artery occlusion due to underlying intracranial atherosclerotic disease: a retrospective single-center case series.. Clinical neurology and neurosurgery 246:108558 2024. Doi:10.1016/j.clineuro.2024.108558 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.